Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device observed switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The history log for this device showed that the pad-pak was first installed on the (B)(6) 2010 and that it had performed to specification up to the (B)(6) 2014. During this time the pad-pak was removed and re-installed on two occasions for periods of up to two weeks. Multiple manual power ups of mainly ten minutes duration were recorded between the (B)(6) 2014. During this time the pad-pak became depleted. On the (B)(6) 2014 an increase in voltage suggests a further pad-pak was installed. Further multiple manual power ups of mainly ten minutes duration were recorded between the (B)(6) 2015 and the last log entry on the (B)(6) 2016. Investigation found the reported fault to be contributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.